Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that pt stated that they've been having problems with the device and just wants to get it taken out. Pt stated the side that the stimulator is on hurts every once in a while along with the leads. Pt stated this issue started in the summer or maybe even last spring. Pt stated their dog head butted them in their back and also the car door hit it too so that could also be what is causing the pain. Pt stated they don't really even use it and it's just been a hassle to keep charged so they want to just have it taken out since they will be needing frequent MRI's for life. Agent documented reported event. No further action was taken by patient services. The patient mentioned unrelated medical history. This included pt mentioned having major brain surgery in september. Pt states their doctor's name is ashley and they are located at mercy hospital in mo. Pt states they plan to meet with them in february to discuss taking device out. Additional information was received from the patient. They reported that they have not used the interstim for a long time and are dissatisfied with it and want to get it removed. They will see their doctor in february to discuss. The caller noted that they keep it charged because they need mris. The caller reported a recent brain surgery and the device hurts on and off since the spring of last year. They reported that their dog hit it and that may be why it hurts sometimes. The caller added that, since then, it also shocks them sometimes even though it has been off and not charged. The patient was redirected to their healthcare provider to further address the issue. The caller also reported that they had the communicator charged full today and they powered it on and it powered itself off. The caller believed the communicator had to be powered on when charging their implant. Agent reviewed the correct process with the caller and that the communicator powers itself off after a few minutes of inactivity. The caller will continue to monitor it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.